Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage lead integrity alert was displayed. Low out of range hv impedance was observed. The low hv impedance is consistent with over current detection. On (B)(6) 2019 the lead was capped and replaced. The atrial lead had a history of lead noise and increased atrial threshold. The atrial lead was capped and replaced. The patient tolerated the procedure well with no complications.

Event description:
Information also notes that the patient presented to the clinic for cardioversion. The patient was being cardioverted out of atrial fibrillation. Tachy therapy is disabled before the lead was replaced.